Event description:
It was reported that the pump exhibited error code 45639. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective printed wire assembly was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.